Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motion sensor test failure alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were unable to rewind. The customer stated that they were unable to open the main menu. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due motor gear box jammed. Unable to perform basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test, displacement test and all the operating current measurement due to constant motor error alarm. No motion sensor test failure alarm noted during our testing. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.